Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D4: specific product code was not given and will be provided in additional report when made available, together with UDI. G4: since product code was not given, 510k will be provided in additional report when product code will be available. H4: since product code was not given, manufacturing date will be provided in additional report when product code will be available. H11: reportedly, it was alleged that the event occurred due to catheter blockage that temporarily moved on after there was no suction keeping it there. In addition, flow drop was confirmed by the error message displayed by flowmeter in usage at customer's site. According to the customer, root cause of the event was a displacement of the cannula. The cannula was repositioned and the issue was resolved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that, during a v-a ecls support where a livanova 23/25 fr cannula was in use and that started on (B)(6) 2026 since involved patient had complications from significant pes, multiple episodes of patient chugging and blood flow drop to 1-1,5l/min occurred. These episodes could be resolved by the customer by short episodes of reducing flow or by giving fluid bolus. Reportedly, at a later stage, another chugging episode occurred and the flow dropped to 0,5l/min, pressure dropped to 40 mmhg and the patient received epinephrine. The customer could not achieve to get the flow back to 2.4l/min. The whole set including the cannula was moved to a different system and the phenomenon still persisted. No harm to patient has been reported.